Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) for one patient sample. The patient had a history of testing (B)(6). The sample was repeated and generated a non-diluted result of (B)(6). The (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of a retained kit of ag/ab combo reagent, a search for similar complaints, and a review of labeling. A retained kit of architect hiv ag/ab combo reagent lot 22336li00 was calibrated and met instrument specifications. All controls were in range. No false negative results were generated and specificity testing passed. Tracking and trending identified no adverse trends for the customer's issue. Labeling wa reviewed and found to be adequate. No product deficiency was identified.